Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they accidentally over-delivered for a manual bolus. The patient's blood glucose went low and she went to the hospital. On the way to the hospital, she drank orange juice and ate half of a sandwich. Her blood glucose was under control upon arriving to the hospital. She went home and successfully learned how to suspend boluses. Troubleshooting for the low blood glucose was declined. The insulin pump was not returned for analysis.